Manufacturer narrative:
This report is for an unknown screws: cannulated/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: ritter k., giachino a., (2000), the treatment of pseudoarthrosis of the scaphoid by bone grafting and three methods of internal fixation , journal canadien de chirurgie,volume 43, number 2,pages 118-124 (canada) this retrospective radiologic study aims to measure the rate of union in patients with pseudoarthrosis of the scaphoid, treated with trapezoidal bone grafting and 1 of 3 methods of internal fixation and to compare unions versus nonunions and potential predictors of union to determine if associations exist. Between 1990 and 1997, 44 wrists in 42 patients (39 men), were treated for nonunion of the scaphoid. Out of these, 34 wrists were all managed by resection of the pseudoarthrosis and internal fixation by 1 of 3 methods were included in the study. Fixation was achieved with k wires in 24 wrists, a herbert screw in 5 wrists and an ao cannulated screw (ao synthes, schweiz, switzerland) in 5 wrists. Follow-up was at 2 weeks and then monthly. Further follow-up was based on clinical and radiologic findings. The following complications were reported as follows: 1 of the fractures treated with ao cannulated screw did not achieved solid union in a mean of 4.4 months. 1 case with sclerotic pseudoarthrosis treated with ao screw did not achieved union. 1 patient who received a bone graft longer than 12 mm did not have a successful outcome. One case involving an ao cannulated screw resulted in protrusion of the threads into the radiocarpal joint space. One case distal advancement of the screw was noted. This report is for an unknown synthes ao cannulated screw. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.